Event description:
New information noted that the rv lead was explanted and replaced. The patient was discharged from the hospital after the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage lead impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.